Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the procedure the programming was reviewed, along with patient records, and it was noted that the patient's right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.